Manufacturer narrative:
Per the subsidiary site, the system was installed in 2010 and batteries have never been replaced.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the batteries would run for less than 30 minutes. The device was not changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Per follow-up with the subsidiary site, when the system was unplugged the estimated battery time remaining was 141 minutes. The battery icon on the central control monitor (ccm) of the system-1 was green. The power light emitting diode (led) light on the front panel fo the system-1 was green. The user did not observe any warning before the unit shut down. This is a back-up unit and has never been used prior to the reported issue.

Manufacturer narrative:
Maintenance does not comply to manufacturer's recommendations the reported complaint was confirmed. The manufacturer's subsidiary stated that this is the first time the batteries are being replaced even though the unit is five years old and the operator's manual states the batteries need to be replaced every two years. The customer is performing monthly battery maintenance. No logs were returned for analysis. The hospital is holding on to the batteries for audit matters. No additional action will be taken at this time.